Event description:
It has been reported to philips that the system will not x-ray. The customer rebooted the system without resolve. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed image disk full errors, but the older images could not be deleted. The fse performed an image disk clean up. The following day the system produced write errors to the image disk. The fse suspected the ippc (image processing computer). The ippc was replaced and as a precaution to ensure compatibility, the os disk was also replaced. After replacement of the ippc and os disk, the system was returned to good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the angiography procedure got delayed. The philips field service engineer (fse) inspected the system onsite and confirmed that the system cannot take picture due to image disk full errors. Fse replaced ippc and hard disk. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.